Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coil in uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and headache ("weird throbbing pain in head") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device expulsion, headache and weight decreased outcome was unknown. The reporter considered device expulsion, headache and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: weird throbbing pain in head. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coil in uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and headache ("weird throbbing pain in head") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device expulsion, headache and weight decreased outcome was unknown. The reporter considered device expulsion, headache and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: weird throbbing pain in head. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received new reporter information was added. New event added device expulsion weight loss. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.